Manufacturer narrative:
It was observed during the review of the monitor memory that the customer was not updating the strip code. This may have contributed to the unexpected results experienced by the customer.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. The results were as follows: (B)(6): inratio= 2.0, (B)(6): lab= 1.2, (B)(6): lab= 1.6, inratio=2.1. Patient self tester's therapeutic range: 2.0-3.0. One the evening of (B)(6), the patient began experiencing atrial fibrillation symptoms and went to emergency room. He was seen in emergency room and then admitted to (B)(6) hospital for atrial fibrillation that lasted about 24 hours. Lab inr=1.2 was taken upon admittance to hospital. Patient was administered lovenox (B)(6) and is still currently taking it; he was taken off of coumadin following admittance to hospital on (B)(6). Patient self tester stated that once his inr returns to therapeutic range he will be taken off of the lovenox and released from hospital. Technical service rep followed up with the patient self tester to request additional information. Per patient self tester, he was kept at the hospital 3 nights but could not provide an exact date at the time of this call. He stated he was kept in the hospital until his inr was within his therapeutic range of 2.0-3.0 as the lovenox he was administered caused some fluctuations. He stated he was released after lab result was obtained in therapeutic range, but he was unable to provide an exact discharge diagnosis.

Manufacturer narrative:
The meter and strips associated with the complaint were returned for investigation. There were not enough retained strips from the complaint lot at the time of testing, so a substitute lot was used for investigation. The customer's complaint was replicated. A statistical analysis of the impedance curves associated with the in-house investigation exhibited normal slopes. Although discrepant results were observed during in-house, the testing shows that the system is performing within expectations. Functional and thermistor testing were performed on the returned meter with passing results. A review of the entire testing history for lot 360632 was performed. Lot 360632 was found to be performing within expectations. The manufacturing records for the lot 360632 were reviewed and did not uncover any relevant non-conformances. Lot meets release specification. The impedance curve for the customer's result of 2.0 was statistically analyzed and was concluded to be normal in shape. The customer was taking lovenox on (B)(6) 2015 for inratio inr of 2.1, but not on (B)(6) 2015 for inratio inr 2.0, a root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.